Event description:
It was reported that the patient¿s right ventricular lead exhibited noise reversion episodes due to lead noise. It was noted that the patient had coughing fits during the episodes. No other anomalies were reported. No patient symptoms were reported. Lead revision was discussed.